Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during a trial procedure to implant the patient's leads, a cerebrospinal fluid (csf) leak occured while the physician attempted to place the second lead. It was noted the paitent received a blood patch and did not exhibit any symptoms of a csf leak. As such, the second lead was not implanted. It was also reported patient has effective sitmulation coverage postoperative.